Manufacturer narrative:
During device evaluation, the returned device underwent a visual inspection and functional tests. It was found that the scope did not display an image due to corrosion inside connector, printed circuit board, microcontroller board and due to cut on the charge coupled device shrink tube. The most probable cause of the complaint is component failure due to degradation problem identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope did not display an image. There was no patient involvement.